Event description:
The customer reported a battery failure. It was further clarified that when the energy selector switch was set at 150 j, the device only charged up to 3 j.

Manufacturer narrative:
.